Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The first proglide (12673-03, lot# unk) is being reported under a separate medwatch report number.

Event description:
It was reported that a physician trained in the use of the proglide device attempted pre-closure of the common femoral artery after an interventional procedure. Reportedly, two proglides were attempted in an x pattern and a cuff miss occurred with both devices. Two additional proglides were used successfully to achieve hemostasis after completion of the procedure. The patient did not experience any adverse effect. Though requested, no additional information was provided.